Event description:
It was reported that post stent implantation of a promus stent, an unspecified adverse event occurred. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned. Information was requested to identify what the specific adverse event occurred; however, no information has been provided. In this case, a conclusive cause can not be determined and there is no indication of a product quality deficiency. Since it is unknown what the reported event was for, no inventory or retain sample testing is being performed.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the patient was admitted for shortness of breath and pacemaker was implanted. Elevated troponin was assumed to be related to congestive heart failure or possibly from ischemia in the circumflex vein graft distribution (peaking/kinking of graft anastamosis with native obtuse marginal). No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.